Event description:
It was reported the pump alarmed error 1260 and 1261. No patient injury reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: device evaluation: one device received for investigation. Visual inspection performed and found no impact or corrosion damage present. No evidence found in the event history log. Unrecoverable lec 1260 error message displayed on startup. Mp board is undamaged and software and it passed. Possible loss of data due to rtc battery age. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (2006-08) and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.